Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
During the eval of charger/modem sn (B)(4) for an unrelated problem, a reportable event was discovered. The power brick connector was defective. The pt was issued a replacement battery charger/modem.